Manufacturer narrative:
(B)(4). The reported complaint for "balloon did not inflate" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "ballon did not inflate". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported that during the subpectoral biceps tenodesis, the tips of the inserter broke off. These remained in the patient. Prior to this, the inserter had bent several times at the tip. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Qn# (B)(4).